Manufacturer narrative:
A review of the sample photo observed what appears to be a blood stained piece of string detached from a blood stained pledget. Records demonstrate that quality system procedures were correctly followed and the finished product met all quality release criteria and specifications were within allowable limits prior to release.

Event description:
Consumer reported upon removal of a tampon that the string was separated from the pledget, leaving the pledget inside her vaginal cavity. She was able to manually remove the pledget in one piece. She did not experience any adverse health effects.